Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the blade in question was implanted on (B)(6) 2014. It was reported that on a follow-up examination 4 months later, it was discovered that the proximal femoral nail antirotation ii blade broke through the femoral head and reached to the pelvis. The blade in question was removed. It is not known if bipolar hemiarthroplasty or total hip arthroplasty surgery would be performed or not. This is report number 1 of 2 for (B)(4).